Event description:
Customer reported an over infusion of magnesium. Reported magnesium 2 gram/50 ml was programmed to infuse for one hour. Nine minutes after the infusion was started, the pump alarmed for air-in-line. After addressing the alarm, the user noticed the IV bag was empty. Additional event information from customer: customer called back after discovering the summary of their internal investigation. Customer reported the cause of the over infusion was user programming. Stated the user programmed magnesium to infuse at 250 ml/hr and entered a vtbi of 250 ml. No patient harm was reported and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer declined an event log review and failure investigation by customer advocacy. No product will be returned.